Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after implant of the implantable cardiac monitor (icm), the patient developed an infection. It was further reported that approximately 11 months after implant, the icm eroded through the patient's skin. The icm was replaced. No further patient complications have been reported as a result of this event.